Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿issues with the white cable¿ was not confirmed. The system controller was not returned for evaluation and no log files or photos were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 28aug2020. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported as of (B)(6) 2021 that the patient's controller had issues with the white cable and that it needed to be exchanged.